Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training, a device failure occurred. The complaint did not provide what the failure of the device was. Complainant did not indicate that there ws any patient involvement in the reported malfunction.